Manufacturer narrative:
Product investigation is in progress.

Event description:
Left shreds of cotton in vagina - tampon [foreign body in reproductive tract] fell apart/shredded- tampon [device breakage] fell apart/shredded while being taken out, leaving shreds of cotton in my vagina [complication of device removal] case narrative: consumer reported via email that the tampon fell apart during removal. No serious injury was reported.

Event description:
Left shreds of cotton in vagina - tampon [foreign body in reproductive tract]. Fell apart/shredded- tampon [device breakage]. Fell apart/shredded while being taken out, leaving shreds of cotton in my vagina [complication of device removal]. Consumer reported via email that the tampon fell apart during removal. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Left shreds of cotton in vagina - tampon [foreign body in reproductive tract]. Fell apart/shredded- tampon [device breakage]. Fell apart/shredded while being taken out, leaving shreds of cotton in my vagina [complication of device removal]. Case narrative: consumer reported via email that the tampon fell apart during removal. No serious injury was reported.